Event description:
It was reported that the jaw tip of the subject device broke off inside the patient during a laparoscopic myomectomy procedure. The procedure was completed using a backup device. There were no further reports of patient harm. Additional information has been requested from the customer; however, it is not available at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and a correction to the d3 and g1b manufacturer establishment name and address. The registered site number is 3011050570. Updated fields: b2, b5, h6. Corrected fields: d3, g1b.

Event description:
Additional information was received from the customer that the subject device fell into the patient's cavity and was removed with a johannes forceps. The procedure was prolonged one hour while the patient was under general anesthesia. There were no reports of harm or injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction, device evaluation, additional information based on the approved final investigation. Updated fields: d8, h3, and h6. Corrected fields: d4, h4. The device was returned to olympus for inspection, and the reported failure could not be confirmed. No crack or breakage was observed in the probe; however, the evaluation identified the following malfunction: the tissue pad in the grasping section was worn away. A definitive root cause could not be identified. The most probable cause of the additional failures was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.